Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was noted that the patient was asymptomatic. Technical services (ts) recommended emergent device replacement, which has been scheduled for this month. No adverse patient effects were reported at this time. Currently, this crt-p remains in service. According to additional information, this device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was noted that the patient was asymptomatic. Technical services (ts) recommended emergent device replacement. No adverse patient effects were reported. Currently, this crt-p remains in service.